Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a power-on reset occurred when the recharger app was launched. It was unknown if there were any contributing factors. It was confirmed that the stimulator could be charged using the recharger. No particular action was taken. It was confirmed from the recharger app that the 0% remaining battery power was turned off. According to the neurologist, since the symptoms have stabilized, it was suggested to continue monitoring the situation with the treatment turned off. The issue was resolved.